Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated potassium result generated on the architect c16000 analyzer on one patient. Results provided: sid d20397702k = 6.54 / 4.23 mmol/l. Normal range: 3.5-5.1 mmol/l. No impact to patient management was reported.

Event description:
The customer reported a falsely elevated potassium result generated on the architect c16000 analyzer on one patient. Results provided: sid (B)(4) = 6.54 / 4.23 mmol/l. Normal range: 3.5-5.1 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The customer replaced the architect mixer and reagent probe which resolved the issue. A review of architect (B)(6) instrument service history, identified no contributing factors to this complaint. There has been no subsequent contact from this customer regarding any discrepant results since the parts were replaced. A review of the architect c16000 platform found all erratic results were below the upper control limit. A review of historical data for the architect and the associated parts with this complaint, revealed no trends, systemic issues, or nonconformances. Manufacturing documentation for the likely causes did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect c16000, serial number (B)(6), or the associated parts (mixer list # 09d59-03 and the c16 rgt probe list # 09d48-03.